Manufacturer narrative:
Recall: add'l number - 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt was unable to establish communication between his ipg, and any external devices. The pt met with the sjm representative and confirmed the issue. Surgical intervention may be taken at a later date to address this issue.